Event description:
The patient was taken to the operating room and after sedation was prepped and draped in the usual manner. 1/2% marcaine with epinephrine was used for local anesthesia. This was infiltrated along the lateral border of the scar. The lateral scar was excised. Dissection was carried down through the skin and subcutaneous tissue and through muscle, using electrocautery. The capsule was opened using electrocautery and the implant was identified. The implant was deflated. It was removed. It was necessary, in order to gain satisfactory size compared with the left breast, to perform an open periprosthetic capsulotomy. This was performed using the electrocautery. Even with this I was unable to obtain quite 400 cc of volume to match the other side. Therefore a 360 cc implant was selected. It was necessary to use a mentor implant for this, as that was the brand with that size available. Hemostasis was achieved using electrocautery. The implant was inflated to 360 3-0 vicryl for muscle and subcutaneous tissue. 5-0 pds was used for subdermal stitches and then 5-0 prolene was used for the final skin closure.the patient tolerated the procedure well. There were no complications.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.